Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, it was noted that the right atrial (ra) lead exhibited episodes of over-sensed noise, resulting in automated mode switch. No intervention was performed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was in stable condition.